Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s that "caller states she is giving her sister IV vancomycin through her PICC line. She sates the PICC is a PICC solo, but she does not have a reference number or lot number. She states it does not have clamps. She describes getting a blood return and flushing the PICC without complication. Then states she tried to infuse the vancomycin with the infusing set she was given from the vancomycin manufacturer. She describes a bulb siphon system. Caller states her sister later told her that the vancomycin was all over the bed. She states she thinks the it leaking where the tubing connector fit onto the PICC line." Response to caller "discussed how to connect the tubing connector tot he end of the PICC line. Suggested that there must be a mis-connection. The connector may not be screwed on flush or screwed on at an angle. Caller states she does not believe this is what happened. She states it must be the PICC line. Confirmed that the home health nurse is on the way to check the line. Explained that it is possible her sister did not get the dose of vancomycin and to follow up with the home health nurse regarding this."